Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that the t4 and t5 screws were not accurately placed utilizing both excelsiusgps and excelsius3d. An investigation of the case logs revealed that the software detected and then alerted the user of excessive deflection forces on the end effector, which can indicate skiving. After overlaying the original plan of the screws with the post-operative spin combined with the case log investigation, it was revealed that the t4-l, t4-r, t5-l, and t5-r screws were misplaced due to a drb shift. The t4-r and t5-r implants were ultimately removed and not replaced and there was no reported adverse effect to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.